Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a printer that stopped working even though the paper was correctly installed. The customer rebooted the pump which resulted in the paper printing correctly, but the fiberoptic image disappeared from the pump and "unable to calibrate" appeared on the screen. The pump continued to support the patient, but without the pressure indices or the arterial pressure waveform showing on the screen. The customer changed the pump for another cardiosave and had this one sent to their biomedical engineer . There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
Corrected data: h6 (medical device ¿ problem code). It was reported that during use the cardiosave intra-aortic balloon pump (iabp) the printer stopped working although the paper was installed correctly. Rebooting the pump resulted in the paper printing correctly, but the fiber optic image disappeared from the pump and "unable to calibrate" appeared on the screen. The pump continued to support the pt, but without the pressure indices or the arterial pressure waveform showing on the screen. Patient was involved, however, no adverse events reported. They changed the pump for another cardiosave and had this one sent to biomed. The unit is still not in use. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available.

Event description:
N/a.